Manufacturer narrative:
(B)(4). Batch # u93w20. Date of event is 2021. Event day and event month were not reported. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one clip was ejected due to the jaw condition. After this fire, the jaw was readjusted and in the next actuations, seven conforming clips were fed and formed. Finally the device locked out as intended. It should be noted that product failure is multifactorial. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following, "caution: possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor, or damage to the jaws while entering the trocar." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the el5ml device couldn't fire. It is unknown how the procedure was completed. Patient consequence was not reported.